Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: the netherlands evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that outside of surgery the air dermatome faltered during use. While operating the switch, the switch seemed not to transmit the signal and the dermatome would occasionally lose power and lower rpms. There was no harm or delay reported as there was no patient involvement. Diligence is in process. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information is available.

Manufacturer narrative:
The following sections were updated: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined that the motor speed was unstable. The motor was replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.